Event description:
In 2009, the ventilator failed and alarmed. The patient was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the patent or change in condition. The ventilator was serviced by the manufacturer, and an optoswitch connection was repaired. The ventilator was returned to service.